Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned magnum2 knotless implant om-1502 shows a deployed device. The implant at distal end is partially detached and located at distal end. The implant itself is not damaged with not activated bone locks. The snare line is placed inside the rod of the device with sutures reeled into the wheel. The suture lock button is not fully pressed down probably causing the complaint. The distal snare ring is not returned with the device. There are no manufacturing abnormalities visually observed with the returned instrument. Functional evaluation could not be performed because the device was received deployed and the device is a single used device. An attempt was made to test possible basic functions of this instrument. Rotating the suture ratchet knob performed as intended. Further functional test are not possible. The complaint was not verified and the root cause could not be determined with certainty as the suture lock button was not pressed and the implant could be detached as intended. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) improper suture loading, (2) excessive tensioning or (3) improper alignment of the inserter handle with the bone hole. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Additional mark on report source: health professional. The two other anchors were reported on 3006524618-2019-00047 and 3006524618-2019-00046.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during an arthroscopic rotator cuff repair when the surgeon wanted to deploy the third anchor on the third bone hole side following the normal deployment sequence of the anchor: the anchor was placed in the bone and the first deployment lever was fired/ pulled. The surgeon pulled on the anchor as per usual to confirm the wing deployment has happened, but the anchor pulled out with no wings deployed and detached from the anchor shaft. Attempting to remove the anchor from the suture failed the bullet was already in the anchor. The suture lock button wasn¿t pressed. The second deployment sequence was never used. This events happened with all three anchors. The device did break inside the patient and all pieces were removed. The procedure was completed with a backup device with no delay or patient injury reported.